Event description:
Reportable based on device analysis completed on 06nov2018. It was reported that the micro catheter couldn't be taken out from the protector after flushing a 135/20 renegade hi-flo kit was selected for use during a tace procedure for a patient with liver cancer. During preparation, it was reported that the micro catheter couldn't be taken out from the protector after flushing. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition after the procedure was stable. However, analysis revealed that the shaft was fractured 50.2cm from the hub. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. This device showed damage consisting of 1 fracture on the shaft. The fracture was located 50.2cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fracture that was noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. The distal end of the shaft showed multiple kinks from the tip to proximally 16cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.